Event description:
As reported, approximately 1 year and 4 months post the initial right total shoulder arthroplasty, the patient was revised after dislocating their shoulder during the action of driving a car. The surgeon put in a new 42mm +4mm glenosphere, glenosphere locking screw, humeral adapter tray +5mm, reverse torque defining screw, and 42mm +0mm constrained liner to try and stabilize the shoulder. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.